Manufacturer narrative:
Device powered up properly after battery installation. Device passed self test and displacement test. No blank display noted. However, unit received with high active and sleep currents due to corroded electronic assembly. The motor was found with traces of corrosion. Device received with cracked case on the back at the battery tube area and battery tube threads. Device received with missing display window. Device received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 186 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The customer was advised the pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.